Event description:
Patient's dad contacted dexcom technical support on (B)(6) 2015 to report intermittent vibration on (B)(6) 2015. No medical intervention or injuries were reported. Additionally, at the time of the call, patient's dad tested low alert on normal, it worked with audio and vibration.

Manufacturer narrative:
(B)(4). The complaint device was not returned for evaluation. The receiver data log was provided by the patient. The data log was reviewed on (B)(6) 2015. The data log indicated that the patient acknowledged an alert on (B)(6) 2015; however, without the device being returned for evaluation the reported complaint of intermittent vibration cannot be confirmed. A root cause for the reported event cannot be determined.